Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, rewind anomaly, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-399a, mmt-1884l. Customer reported insulin flow blocked alarm. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08685 inches. There was no excessive or unusual motor sound from the motor during rewind and testing. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. There were no no delivery (insulin flow blocked) alarms on or close to the event date (11/19/2024). However there are three (3) no delivery (insulin flow blocked) alarms that were found (12/19/2024 and 2x 12/22/2024), listed below: 12/19/2024 18:29:07 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 12/22/2024 22:01:01 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1autobolus delivery. 12/22/2024 22:06:15 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1autobolus delivery. The customer did not experience an unexpected power loss of less than seven (7) days per the pump history records. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, broken battery tube threads, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. There was no excessive or unusual motor sound from the motor during rewind and testing insulin flow blocked alarm complaint is not confirmed. Low battery life complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.